Manufacturer narrative:
Concomitant products: product ID: 8835, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown_cath, lot# serial# unknown, product type; catheter. (B)(4).

Event description:
It was reported that the alarm date on the personal therapy manager (ptm) did not change following a refill. A nurse stated the ptm alarm date ¿should have changed but it didn¿t¿. No patient symptoms were reported and the medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.